Event description:
Related manufacturer reference number: 2017865-2021-35454. It was reported that the patient presented to the hospital for a standard generator replacement procedure on (B)(6) 2021. While attempting to replace the device, the physician noted insulation tear on right ventricular (rv) and right atrial (ra) leads. It was observed that both leads were fractured. The physician capped and replaced the ra and rv leads on (B)(6) 2021 in the same procedure. The patient was in stable condition.